Event description:
Upon release of the coil, defect was noticed by surgeon and vendor noted it and said he will inform the company. Manufacturer response for azure coil, (brand not provided) (per site reporter). Vendor will inform company.